Event description:
The report stated that the tip of the cautery pencil was producing a surgical effect despite not having a return electrode on the patient. The electrosurgical pencil was connected to the monopolar plug on the forcefx in the mode coag at 35w. The pad cord was connected to the forcefx but there was no return electrode pad connected to the end of the cord. The pad cord that was connected to the forcefx was simply resting on the forcefx without a return electrode during surgery. No reported ill effect to the patient.

Manufacturer narrative:
(B) (4) (B) (4). The incident device was tested and evaluated at tyco (B) (4) service center. It was found to be operating to specification and has been returned to the customer.